Manufacturer narrative:
Follow up 08-nov-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available, breakage not reported during procedure. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain) and bleeding (seen as genital bleeding). She underwent a laparoscopic bilateral tubal ligation and partial removal of the device (seen as a device breakage). The rest of the device was removed on a second surgery. All reported events are anticipated according to reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, these both events were considered related to essure use. During essure removal, device breakage may occur. Based on the nature of this event, causality cannot be excluded. This case was regarded as incident since device removal was required (intervention required). The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013 for birth control. Following the essure procedure, the plaintiff experienced severe pain and bleeding. In (B)(6) 2013, she underwent a laparoscopic bilateral tubal ligation and partial removal of the device. She underwent a second operation in (B)(6) 2016 in order to remove the rest of the device and alleviate excessive bleeding it had caused. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain) and bleeding (seen as genital bleeding). She underwent a laparoscopic bilateral tubal ligation and partial removal of the device (seen as a device breakage). The rest of the device was removed on a second surgery. All reported events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, these both events were considered related to essure use. During essure removal, device breakage may occur. Based on the nature of this event, causality cannot be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of uterus"), device breakage ("partial removal of the device"), device expulsion ("migration of essure / malposition of essure in endometrial canal / hcp said essure coils were in the uterine cavity"), genital haemorrhage ("excessive bleeding.") And pelvic pain ("severe pain / aching stabbing pain-severe") in a (B)(6) year-old female patient who had essure (batch no. A64636; a64686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 1996 to 2013. Concurrent conditions included uterine bleeding, menorrhagia and drug allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 23 days after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), complication of device removal ("partial removal of the device"), abdominal pain lower ("right lower abdominal / right lower abdominal pain 80% of time-short stabs-2-3") and device deployment issue ("difficulty deploying the device in the right fallopian tube"). The patient was treated with surgery (total hysterectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, pelvic pain, complication of device removal and device deployment issue outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device deployment issue, device expulsion, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: during the insertion procedure, essure devices were deployed bilaterally .there was some difficulty with deployment in the right fallopian tube. On (B)(6) 2013, a total hysterectomy (uterus and cervix removed) was performed; it was removed left coil but not the right coil because it was embedded to far in uterus. During surgery, the evaluation of the uterine fundus demonstrated the uterine perforation bulb at the posterior lateral aspect of the fundus approximately 2 em medial to the insertion of the round ligament and fallopian tube at the cornea. Small amount of bleeding was noted. Additional survey of the surrounding structures including the bowel and bladder demonstrated no additional injury that could have been caused by uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: perforation of fallopian tube and uterus according to medical records, the hysterosalpingogram showed essure coils are in the uterine cavity. Essure devices appear to be malpositioned and within the endometrial canal. 2 essure wires are noted in the low pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation and fallopian tube perforation. Most recent follow-up information incorporated above includes: on 17-jan-2018: pfs received - new event 'difficulty deploying the device in the right fallopian tube' was added. Outcome of the event 'right lower abdominal pain' was added as recovered. Product implant and explant date was updated. New reporter were added. Surgical treatment was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of uterus"), device breakage ("partial removal of the device"), device dislocation ("migration of essure / malposition of essure in endometrial canal"), genital haemorrhage ("excessive bleeding.") And pelvic pain ("severe pain") in an adult female patient who had essure (batch no. A64636; a64686) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 1996 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), complication of device removal ("partial removal of the device") and abdominal pain lower ("right lower abdominal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, genital haemorrhage, pelvic pain, complication of device removal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: during the insertion procedure, essure devices were deployed bilaterally .there was some difficulty with deployment in the right fallopian tube. On (B)(6) 2013, a total hysterectomy (uterus and cervix removed) was performed; it was removed left coil but not the right coil because it was embedded to far in uterus. During surgery, the evaluation of the uterine fundus demonstrated the uterine perforation bulb at the posterior lateral aspect of the fundus approximately 2 em medial to the insertion of the round ligament and fallopian tube at the cornea. Small amount of bleeding was noted. Additional survey of the surrounding structures including the bowel and bladder demonstrated no additional injury that could have been caused by uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: perforation of fallopian tube and uterus according to medical records, the hysterosalpingogram showed essure coils are in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforarion and fallopian tube perforation. Most recent follow-up information incorporated above includes: on 5-jan-2018: plaintiff fact sheet and medical records of patient were received. The following events were added: right lower abdominal; uterine perforation and fallopian tube perforation. Essure lot number a64636 and a64686 were added. Medical history, lab tests and essure removal were also provided .essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of uterus"), device breakage ("partial removal of the device"), device expulsion ("migration of essure / malposition of essure in endometrial canal / hcp said essure coils were in the uterine cavity"), genital haemorrhage ("excessive bleeding.") And pelvic pain ("severe pain / aching stabbing pain-severe") in a 32-year-old female patient who had essure (batch no. A64636 (valid); a64686 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "difficulty deploying the device in the right fallopian tube". The patient's previously administered products included for an unreported indication: depo provera from 1996 to 2013. Concurrent conditions included uterine bleeding, menorrhagia and drug allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 23 days after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), complication of device removal ("partial removal of the device") and abdominal pain lower ("right lower abdominal / right lower abdominal pain 80% of time-short stabs-2-3"). The patient was treated with surgery (total hysterectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, pelvic pain and complication of device removal outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: during the insertion procedure, essure devices were deployed bilaterally .there was some difficulty with deployment in the right fallopian tube. On (B)(6) 2013, a total hysterectomy (uterus and cervix removed) was performed; it was removed left coil but not the right coil because it was embedded to far in uterus. During surgery, the evaluation of the uterine fundus demonstrated the uterine perforation bulb at the posterior lateral aspect of the fundus approximately 2 em medial to the insertion of the round ligament and fallopian tube at the cornea. Small amount of bleeding was noted. Additional survey of the surrounding structures including the bowel and bladder demonstrated no additional injury that could have been caused by uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: perforation of fallopian tube and uterus according to medical records, the hysterosalpingogram showed essure coils are in the uterine cavity.essure devices appear to be malpositioned and within the endometrial canal. 2 essure wires are noted in the low pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforarion and fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.